Event description:
It was reported that deflation issues occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery (sfa). A 5.0mmx220mmx150cm sterling¿ balloon catheter was used for dilatation. Upon deflating the device, deflation was too slow. When the device was removed from the patient, it was noted the shaft of the balloon part was kinked and twisted. The procedure was completed with a 5x22 sterling¿ balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. There was no shaft. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The device was deflated by applying negative pressure with the inflation device. The device deflated in 10 seconds. Inspection of the remainder of the device presented no damage or irregularities. The reported deflation difficulty and kinks were not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the balloon was used for pre-dilation. A non-bsc inflation device was used. The balloon was inflated at 1 or 2 atmospheres. The device was completely removed from the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).